Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 600mg/dl. Troubleshooting was declined. The customer stated that she did not change the infusion set when her blood glucose kept getting higher and even after bolusing. The customer stated that she injected insulin and her glucose dropped to 79mg/dl. The next day when she woke up her glucose level was 200mg/dl. The customer went to work and in the afternoon she was vomiting, sweating, and had chest pain. No further information was provided.